Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64-year-old male on impella cp for mechanical circulatory support. It was reported the patient experienced asystole while crossing the aortic valve during diagnostic catheterization. Advanced cardiac life support (acls) was provided to the patient and the impella device was placed after return of spontaneous circulation (rosc). It was reported that the medical staff was unable to engage the right coronary artery (rca) due to ostial stent and impella positioning. The rca was ballooned, and a right hearth catheterization (rhc) was performed. The impella device was kept in place to unload the left ventricle (lv). Weaning was successful, the device was explanted, and the procedural outcome is the patient survived surgery.